Event description:
A patient reported blood glucose results of 147 mg/dl, 8989 mg/dl and 132 mg/dl with a lifescan meter, performed within 20 minutes of each other. Meter and test strips were replaced.